Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6513671 number, and no non-conformances were identified. Manufacturing date: oct/11/2011. Expiration date: oct/31/2016. A manufacturing record evaluation was performed for the finished device 6483320 number, and no non-conformances were identified. Manufacturing date: jun/15/2011. Expiration date: jun/30/2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturing record evaluations are in progress. Once completed, supplemental reports will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant (left, catalog # 3504504bc, lot # 6513671, serial number # (B)(4)) and a 400cc mentor memorygel breast implant (right, catalog # 3504004bc, lot # 6483320, serial number # (B)(4)) experienced unilateral rupture of an unspecified side with no trauma post procedure. The rupture was diagnosed through a physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.